Event description:
Medtronic received information that 1 day post implant of this bioprosthetic valve, the patient was noted to have cerebrovascular accident (cva) with an altered loss of consciousness. The current treatment was noted as medication. A computed tomography scan was ordered, results unknown at this time. The device remains implanted. Additional information received states computed tomography (CT) showed right subcortical infarct likely due to right internal carotid artery (ica) occlusion per the magnetic resonance angiogram (mra). The patient has a known history of multiple cerebral infarctions.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Device remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.